Event description:
It was reported that shaft damage occurred. A 3.0mmx150mmx150cm sterling sl balloon catheter was advance for dilation. However, it was noted that the shaft has stretched too much to the point that the balloon had almost detached. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The outer sheath was stretched down starting at 37.3cm distal from the strain relief and extending for 4.8cm. There was contrast in the inflation lumen and balloon. The balloon was folded loosely. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft damage occurred. A 3.0mmx150mmx150cm sterling sl balloon catheter was advance for dilation. However, it was noted that the shaft has stretched too much to the point that the balloon had almost detached. No patient complications were reported.